Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient coded in the catheterization lab and died. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information received indicating that following the implant of the valve angiogram was performed and identified a right coronary artery (rca) obstruction. The obstruction was caused by the native valve leaflet. The cause of death was the rca obstruction. The physician was unable to establish that the implanted valve caused or contributed to the death. No autopsy was performed. (B)(4). If information is provided in the future, a supplemental report will be issued.